Event description:
It was reported that a patient incident occurred during a laparoscopy with the electrosurgical unit (esu/generator). During a laparoscopic procedure to remove ovary cysts, a necrosis occurred at the bowel. No further patient/outcome information was provided. The account further reported that a non-erbe monopolar adapter with a non-erbe bipolar instrument was used. The adapter was placed into the unit's monopolar receptacle but the bipolar mode was used. Note: the esu was distributed by our parent company (B)(4) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, it appears that the incorrect use of the medical equipment and/or cautery was unintentionally applied to the bowel wall which caused the reported necrosis to the bowel wall. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.